Manufacturer narrative:
(B)(4). It is noted that the patient was extremely combative and had ativan prior to the procedure. It still took 7 people to hold her down during the procedure. They ended up placing a bard PICC in the other arm. There was no patient injury or consequence. The patient is reported as "fine".

Event description:
It is reported: initially, nitinol wire went in smooth; however it had looped back in the arm. At the time there was no fluoroscopy but no resistance was met. Once they used fluoro, they did not see the wire in the chest. They saw it curved in the axilla and looped back on itself. Clinician removed the wire and noticed a stiff end. The doctor came in with a loop snare to grab the end of the remaining wire while the sheath was still in place. He was not able to and said he could not feel it catch. They took the ultrasound probe and could see the wire in the vein. The wire is still in patient and she will be going to surgery to have a cut down and get it removed.

Manufacturer narrative:
(B)(4). The customer returned a guide wire and the product lid stock for evaluation. The guide wire that was returned was a marked nitinol that was returned in a coil. Visual examination revealed that the distal end of the guide wire had separated. Based on the product drawing the guide wire has a solid proximal end and a spring guide wire distal end. The returned sample was completely solid indicating the entire spring guide wire end had separated. The body of the solid core wire proximal end was not kinked or damaged. Microscopic examination of the separation point revealed a smooth and clean separation. The end was not pinched or tapered and the separation was at a clean 90 degree angle. The proximal end of the guide wire was undamaged. Residue (possibly residual adhesive) was observed on the guide wire body. The guide wire length and outer diameter were measured and were found to be within specification. The spring portion of the guide wire was missing; therefore, it appears the guide wire separated approximately 30cm from the proximal end. The separated portion of the guide wire was not returned. (Con't) other remarks: the guide wire was functionally tested by advancing it through a lab inventory 21ga needle. The guide wire passed through the needle cannula with minimal resistance. The sample was forwarded to engineering to analyze the guide wire. Engineering analysis did not find any indication of the damage being due to a defective guide wire. Two lab samples of the same guide wire were tensile tested at the same locations and broke at 40+lbs of force. A device history record review was performed on the guide wire and insertion components (introducer needle and peel-away sheath/dilator) and no relevant issues were identified. The instructions-for-use (IFU) provided with this kit describes suggested techniques for guide wire insertion. It also cautions the user to not withdraw guidewire against needle bevel to reduce the risk of possible severing or damaging of guidewire. The IFU also cautions to not apply undue force on guidewire to reduce the risk of possible breakage as well as to not cut guidewire with scalpel. It notes to position cutting edge of scalpel away from guidewire if being used to make skin nick. To reduce the risk of cutting the guidewire, engage the safety and/or locking feature of scalpel (where provided) once cutaneous puncture site is enlarged. The report that the guide wire was separated was confirmed through examination of the returned sample. The guide wire broke and separated on the solid wire portion of the nitinol swg. Dimensional inspection, functional testing and a device history record review did not reveal any evidence of a manufacturing related issue. Engineering tensile tested lab inventory swgs of this size at the same location of the break and each sample broke at 40+ pounds of force. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It is reported: initially, nitinol wire went in smooth; however it had looped back in the arm. At the time there was no fluoroscopy but no resistance was met. Once they used fluoro, they did not see the wire in the chest. They saw it curved in the axilla and looped back on itself. Clinician removed the wire and noticed a stiff end. The doctor came in with a loop snare to grab the end of the remaining wire while the sheath was still in place. He was not able to and said he could not feel it catch. They took the ultrasound probe and could see the wire in the vein. The wire is still in patient and she will be going to surgery to have a cut down and get it removed.